Manufacturer narrative:
More information was requested from the customer to perform further investigation. Customer's wife tested negative twice with siemens covid-19 test before getting a positive pcr test result from a hospital. Same day, after coming back home, she tested negative again with a siemens covid-19 test. Customer tested negative with a siemens covid-19 test prior to receiving positive pcr test result from the hospital. However, when tested on next day of receiving pcr test rerults, patient tested positive with covid-19 rapidtest. In total, three siemens covid-19 test result were negative for two patients while pcr for both came out positive. No medication was taken. The cause of this event is unknown.

Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific. The customer reported three false negative result for covid on clinitest covid19 self test for two patients when compared with results of pcr test done at a hospital on both patients. There was no reported injury due to this event.

Manufacturer narrative:
The manufacturer healgen has completed the investigation. After reviewing the relevant manufacturing documentation associated with lot number 2203200eua, no irregularities were found. Tests retained from lot number 2203200eua were tested. All devices performed as expected when tested per the standard procedure. Based on investigations, manufacturer was unable to replicate the customer's complaint. No irregularities or deviations were observed in the manufacturing documentation for the complaint related lot. The cause of this event is unknown.